Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the hydrophilic tip detached exposing the tip of the corewire. It was reported that no parts of the jagwire detached inside the patient. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The patient¿s exact age is unknown, however, it was reported that the patient is over 18 years old. (B)(4) tip detached exposing the corewire tip. Although the device has been returned for evaluation a failure analysis of the complaint device has not yet be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual analysis of the device revealed that the pebax section detached, exposing the corewire tip, approximately 2.2cm from the distal end. Presence of adhesive remnants was found indicating that the pebax was properly attached to the corewire. There was no evidence of corewire fractured and the ptfe jacket did not present any anomaly. All the outer diameter measurements are within the specifications. The returned unit was consistent with the complaint that the guidewire distal tip detached exposing the corewire tip. The device analysis and the information available fail to indicate a root cause. Therefore, the most probable root cause is ¿undeterminable¿. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the hydrophilic tip detached exposing the tip of the corewire. It was reported that no parts of the jagwire detached inside the patient. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.